Manufacturer narrative:
G4: 22sep2020. B4: 22sep2020. This reporter stated that an 80 years old female patient weighing 241 pounds with an unknown height, was admitted to a hospital on an unknown date with an admitting diagnosis of coronavirus (covid 19) infection. Relevant medical history included coronary artery disease, mitral valve prolapse, gastroesophageal reflux disease, gout, hypertension, peripheral vascular disease, osteoarthritis, hyperlipidemia, and unspecified degeneration of invertebral disc. No relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics esprit v1000 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on an unknown date, the patient was receiving therapy via the v1000 device, the device generated a high pitch continuous alarm, 24 volt error codes were generated, the device went into an inoperable condition, hospital staff immediately administered manual ventilation, and the patient was then placed on another ventilator; brand, model, and configuration not reported. No relevant laboratory data was reported. No adverse event was reported or associated with the use of this device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15sep2020. B4: 16sep2020. There was no on-site evaluation by the manufacturer - the customer intended to service this ventilator in-house. The manufacturer's field service engineer decided to omit repairs on this device due to the age of the ventilator. It was further reported that the device was retired from active inventory, and will remain out of service. Further information on the nature of the event was not provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported a ventilator with a vent inop condition (power failure alarms). This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.